Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID #: (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. All attempts at regaining the fiber optic (fo) arterial pressure (ap) waveform were unsuccessful. The customer was then guided to disconnect the fo plug and connect the transduced side port of the sheath that they had inserted into a femoral artery. They could not use the inner lumen of the iab, as it was completely clotted and unable to aspirate from the inner lumen. It was noted that therapy was not interrupted due to this issue. There was no patient harm or adverse event reported.